Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a "healthcare provider imposter" gained access to pca module with a key, "silencing the device and extracting controlled substances from the pca syringes." The event occurred on may 23, 2024. The customer stated that they have inventoried all their pca keys and are "all accounted for." The customer is requesting the manufacturer to enhance the device by adding a "biometric security measures as a potential long term security solution." Bd has received additional information. It was reported that the rn showed patient how to use dilaudid (50mg/50ml in 50ml syringe) pca (pump dose request cord) button. The rn gave a bolus of 0.4mg at 2030 with "minimal effect". At 2213 routine check, patient was reportedly having severe pain. At that time, "the dilaudid pca was noted to proper amount of dosage relative to 0.4mg bolus and amount of demand pca pushes". At 0007, the patient was noted to be sleeping. At 0135, the patient¿s vital signs were "stable however patient was not arousable to speech". The rn checked dilaudid pca settings and volume noting a "10ml discrepancy from last check at 2213". Additionally, "pca was properly locked". Per customer, it was "verified that no other nurse touched dilaudid pca "(pump). The customer stated that the pump was checked for "pca drug event history: 2250 machine paused then 2251 alarm-door unlocked 2251 check syringe 2251 bd plastipak 50/60ml volume = 34.2234ml 2252 dilaudid 1mg/ml2252 start pca only pca dose=0.2mg lockout -10min max limit =2mg/h", noting that the pca door was unlocked/opened during the aforementioned timeframe. Per customer, it was "verified that there were no known pca keys missing". Due to the event, the patient reportedly was "required to come off pain medication and received narcan to reverse extreme sedation". The event occurred in a medical-surgical unit.